Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Based on the customer's description of the incident. Conclusion: two shocks were advised and two shocks were delivered.